Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'no disposable pump will not run' alarm. They reviewed pump settings (reservoir volume 61.4 ml, continuous rate 2.0 ml/hour, volume given 30.6 ml) and pump powered off. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.